Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+2.0/127 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to patient problem.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no visible damage. (B)(4).